Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, the cgm reading was 41 mg/dl and his spouse gave him sugar and guava juice. The cgm reading increased to 61 mg/dl, 70 mg/dl and 90 mg/dl. The patient was sweating and weak. The spouse called the paramedics. When the paramedics arrived, they took a bg reading which was 415 mg/dl. They went to the emergency room and there the patient was treated with infusion hydrate (IV 2 bags) and 6 units of insulin. The patient stayed at the hospital for 4 hours and was discharged the same day. At the time of the report, the patient was normal. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.